Manufacturer narrative:
Complaint confirmed. One ar-10010, 3.4 mm probe hook tip, w/5.0 mm markings, batch number 75629, was received for investigation. Visual evaluation confirms the hooked tip broke off and it was not returned. The critical dimension on the tip cannot be verified because of the missing part. The light blue probe handle color is faded. Visual evaluation signs of wear. The cause remains undetermined. However, the observed condition is most likely the result of levering the device against hard bone or other instrumentation during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device broke. There was no harm for patient, operator or third party reported. No further information received. Update 30-aug-2022. It was confirmed that the device broke during a surgery on the (B)(6) 2022. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.